Event description:
It was reported that during an unknown procedure, the jaw positive pole got loose. Unknown how case was completed. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent